Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was feeling discomfort around his belt line. The physician was concerned that the ipg was rising superficially toward the surface of the skin and referred the pt to a plastic surgeon for a revision. The plastic surgeon reported a dime-sized area of skin above the ipg was going to become necrotic if the ipg was not moved. The ipg pocket was opened and irrigated. The ipg was then re-implanted in a new location. Stimulation was recaptured postoperatively. Culture results revealed there was no infection present.